Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
After inserting the guide wire into the drill or - 702249, the guide wire broke within the drill in the bone. Could not remove the tip of broken and remain it in the patient.

Manufacturer narrative:
The reported event that threaded guide wire asnis iii ø1.4x150mm was alleged of issue (breakage during surgery) could be confirmed, since the device was returned for evaluation and matched the alleged failure mode. The device inspection revealed the following: the returned threaded guide wire asnis iii ø1.4x150mm was found to be broken from the threaded portion. Marks are visible on the guide wire indicating the device was inserted tangentially or used repeatedly (multiple insertions). The breakage was most probably caused by excessive force applied on the device when inserting in a tangential direction. The batch record could not be reviewed because the lot number was not communicated and was not engraved on the returned device. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by excessive force applied on the device when inserting in a tangential direction/used repeatedly. The instruction for use informs the surgeon to be familiar with the recommended uses, compatibility and correct handling of the instrument. Also, the operative technique recommends the use of image intensification to control reduction and guide wire placement. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
After inserting the guide wire into the drill or - 702249, the guide wire broke within the drill in the bone. Could not remove the tip of broken and remain it in the patient.